Manufacturer narrative:
The reported complaint of user advisory - ua18 (max take-up revolution exceeded) on the autopulse platform (serial #(B)(4)) was confirmed during archive data review; however, ua18 could not be replicated during functional testing. There was no device malfunction. The platform functions as intended. There was no physical damaged observed on the returned autopulse platform during visual inspection. During archive data review, multiple ua18 were observed on the reported event date, thus confirming the reported complaint. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR.. The returned autopulse platform was manufactured in september 2012 and it is over 6 years old, well beyond its serviceable life of 5 years. Due to the age of device, as a precautionary measure, the clutch plate was deburred to reduce the chance of ua18 re-occurrence. After service conducted, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
The customer reported that during shift check, the autopulse platform (serial #(B)(4)) displayed user advisory - ua18 (max take-up revolution exceeded) error message upon powering on. No patient involvement.